Manufacturer narrative:
The catalog number, serial number, and manufacturing date have now been provided and updated in this record.

Event description:
It was alleged that the ambulance collided into the back of a stopped cement tractor trailer combination causing the incubator and power pro it cot to break and come loose from the latch bar. This pinned the rear passenger by their lower extremities to the interior rear compartment of the ambulance. It was alleged that the passenger sustained serious bodily injuries requiring lengthy hospitalization and ongoing rehabilitation.

Event description:
It was alleged that the ambulance collided into the back of a stopped cement tractor trailer combination causing the incubator and power pro it cot to break and come loose from the latch bar. This pinned the rear passenger by their lower extremities to the interior rear compartment of the ambulance. It was alleged that the passenger sustained serious bodily injuries requiring lengthy hospitalization and ongoing rehabilitation.